Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to wear and tear of the device, which was manufactured in 2022. The complaint is confirmed based on the customer¿s attached pictures, which show the back side of the device displaying heavy signs of wear and tear, and a damaged outlet.

Event description:
On 12/12/2023, it was reported by a sales representative via (B)(4) that an ar-200c console outlet is damaged. This occurred during use in a case with no patient effect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.